Manufacturer narrative:
The target lesion for the procedure was the proximal left anterior descending (lad). The lesion was reported to be: de novo, slightly calcified, not tortuous and a 99% stenosis. The lesion was pre-dilated with a voyager 3.5x15mm balloon-atm/duration unk. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during an interventional procedure, the cypher stent delivery system (sds) balloon did not inflate. At 10 atm of pressure the balloon inflated, and the physician deployed the cypher 3.5x13 mm stent at 18 atm/duration unk. The physician then attempted to use the sds balloon to post-dilate and again the balloon did not inflate. The indeflator was detached and re-connected and the balloon still did not infalte. A voyager 3.5x15mm balloon was used to post-dilate (the same balloon used to pre-dilate) atm/duration unk. Ivus was done and stent apposition was confirmed. The procedure was completed successfully. There was no reported pt injury. The physician suspected the balloon was ruptured, however, when the sds balloon was inspected after removal from the pt, the suspected balloon rupture was not confirmed.